Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code went unaddressed until the battery pack depleted. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed. This MDR is being submitted due to the AED becoming non-operational, as a result of the battery reaching complete depletion without evidence of user intervention or maintenance following the aeds red asi, indicating the unit needs attention or servicing.

Event description:
An international distributor reported their customer's AED asi is flashing red and reporting a service code. The customer did not report this occurring during patient use.